Event description:
The customer reported a device error/service required message for an opcheck failure. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a device error/service required message for an opcheck failure. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.